Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan was notified that a patient underwent colsculpting treatment with cooladvantage (upm: upm (B)(6) and upm (B)(6) applicator sn: (B)(6)) on two dates in two areas: (B)(6) 2019 area: bra rolls, and (B)(6) 2019 area: flanks. Post-treatment weight: 174 lbs. Date of assessment: (B)(6) 2020. Diagnosis pah; areas lower bra line, bilaterally, and flanks, bilaterally.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan was notified that a patient underwent colsculpting treatment with cooladvantage (upm: (B)(6) applicator sn: (B)(6) on two dates in two areas: on (B)(6) 2019 area: bra rolls, and on (B)(6) 2019 area: flanks. Post-treatment weight: 174 lbs. Date of assessment: on (B)(6) 2020. Diagnosis pah; areas lower bra line, bilaterally, and flanks, bilaterally.